Manufacturer narrative:
On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on (B)(6) 2014. The history log indicates the pad-pak had been removed and reinstalled sporadically throughout the history log. The device passed all self-tests throughout the history log. The returned pad-pak was installed and the device failed to power on. This confirms the reported fault. A test pad-pak was installed and the device was power cycled. The pad-pak was disassembled for investigation. The battery pack fuse was found to have blown. This would result in no voltage being recorded and caused the device to fail to power on. The sam 350p device was tested on calibrated equipment, using a test power supply and delivered test therapy sequence without fault. An acceptable measurement was recorded for the test shock. The device was disassembled for investigation and no visual abnormalities were found. Investigation indicates the reported fault can be attributed to a faulty pad-pak fuse or handling issue. No fault was found with the returned device.

Event description:
There was no patient involved in this event. The pad unit will not power up with pad-pak lot# a1778, expiration 8-2018.